Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient had positive dysphotopsia. The iol was exchanged for unspecified lens model 3 months and 6 days after the initial implant procedure. Additional information has been requested.